Manufacturer narrative:
The insulin pump had minor scratches on the display window and a cracked reservoir tube lip. No damage was noted on the display glass and no display anomaly was noted. The insulin pump passed the self test and displacement test.

Event description:
It was reported that the insulin pump had scratches on the display and it was unreadable. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.